Event description:
It was reported that the patient presented to the hospital for an implant procedure on (B)(6) 2026. During the procedure, the physician experienced difficulty in securing the right atrial (ra) lead. Numerous attempts to advance and retract the helix were done. The ra lead dislodged each time the stylet was removed from the lead, as confirmed under fluoroscopy. A second ra lead was introduced and the same issue occurred. The physician elected to abandon the implant of an atrial lead. The patient remained in stable condition throughout the procedure.